Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer¿s blood glucose (bg) was "around 200-300" mg/dl. The customer reverted to an alternate method of insulin therapy.